Event description:
Boston scientific crm received information that this device was explanted as it had reached end of life. The boston scientific crm sales representative comments that the device did not last as long as it should.

Manufacturer narrative:
This device was explanted. Pending the completion of lab analysis, this section will be updated appropriately. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.